Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was complaining that the ins battery needed to be recharged every day, and the recharge session was long. Each session took three hours to recharge from low to 100%. It was noted that the patient was programmed with high dose (hd) settings. The patient also noticed by seeing the patient controller, that stimulation was higher than it should have been; there was an increase in stimulation settings. Additional information was received from the rep. It was reported that the patient's appointment was postponed indefinitely because of covid-19. In the meantime, the patient was still able to use therapy, but complained about the recharge burden. The event was reported to the rep on (B)(6) 2020 and at the issue had started a few weeks prior to that according to the patient. The patient initially reported the issue to the rep over the phone. No actions/interventions were taken as of (B)(6) 2020 because the patient couldn't come to the hospital due to covid-19, and therefore the rep couldn't get further data. The event was not resolved. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient¿s recharging seemed average. The issue of the amplitude changing on the screen has been resolved. It was explained to the patient how adaptive stimulation worked.